Event description:
It was reported that during an unspecified percutaneous intervention procedure, the balloon got stuck on the guidewire. When the physician placed an unspecified balloon on the filterwire ez, the balloon got stuck on the wire in the unspecified guide catheter. The balloon and wire never came out of the guide catheter. The entire system was removed. There were no reported patient complications and the patient condition was listed as ok.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).